Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 74 months, due to mitral stenosis. Reportedly, the valvular apparatus had adhered to the leaflet of the implanted valve. The patient was reported to be in good condition.